Event description:
Baxter (B)(4) received a report on a vialmate device that had started to leak as soon as it was connected. It seemed that the device had already been activated. No patient involved.

Manufacturer narrative:
The customer reported that the vialmate device had started to leak as soon as it was connected. A sample was evaluated but the reported issue was not confirmed. No leakage was detected during testing. A batch review could not be performed since a lot number was not provided. (B)(4).